Event description:
New information received noted that the right ventricular (rv) lead exhibited an unspecified pacing impedance issue.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.